Event description:
It was reported that the insulin pump alarmed no delivery during prime and bolus delivery. Customer was instructed to perform five x prime; insulin does not exit the tubing. Manual prime performed and insulin does not exit with plunger push. Customer was instructed to change the complete set. It was stated that customer used prefilled reservoirs for more than a week and sometimes changes catheter only once a week. Blood glucose value was 276 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.